Event description:
Revision surgery - due to the patient dislocating a larger glenosphere was needed to prevent further issues. No component failure was present.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 3.8 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. The reason for this revision surgery was due to a dislocation after 3.8 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. (B)(4) a review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.